Event description:
It was reported that the lead had to be replaced because of dysfunction. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): lead model 3889, lot# unknown, implanted: unknown, explanted: 2012-(B)(6). (B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the lead model# 3389, found no significant anomaly. The lead was stretched at the proximal end. The conductor coil was crushed at one point in the lead. Functional test found continuity acceptable at all circuits as well as no shorts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.